Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this dextrus right ventricular lead exhibiting no pacing output and loss of capture due to dislodgement. No adverse patient effects were reported. The lead was successfully repositioned and remains active in the patient. This product issue will be re-evaluated if additional information is received.